Event description:
A one-third tubular plate broke post operative and was removed. Patient fell down a step and experienced displaced comminuted unstable fractures of the left distal tibia and fibula. Subject plate was implanted on the distal tibia and other hardware on the fibula and mtf allograft dbx putty. Doctor stated, the `fractures are quite severe.' Patient was then casted post op. Patient returned home in 2003 and began physical therapy. Two months later, patient had fever, broken plate, wound site drainage (pus), hardware removal and was revised to external fixation and IV antibiotics.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.